Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that while preparing for the procedure, the 4-40 stud was found to be missing. The case was completed with another handpiece. There was no patient consequence.